Event description:
It was reported via email that a skin reaction occurred. The patient, who is a doctor, reported that they had cellulitis to left arm while wearing dexcom. Attempts to contact the patient for additional event details were reportedly unsuccessful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).